Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was likely due to a defective printed circuit board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus (B)(4). The evaluation found the rlc filter fuse on the printed circuit board was blown and changed. The voltage source on the printed circuit board was also burned and altered. Both issues were likely due to input voltage greater than nominal. Additionally, there was a non-olympus lamp installed. The faulty parts were replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that, the visera xenon light source device was not working. Upon inspection and testing of the returned device, it was confirmed that the printer circuit board failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.